Manufacturer narrative:
Correction: section h6: should have been "1508 - therapy delivered to incorrect body area" instead of "1574 - inappropriate/inadequate shock/stimulation" as the model is a low voltage lead.

Event description:
It was reported that the patient with this right ventricular (rv) lead felt a shocking sensation. Technical services (ts) reviewed the reports and noted the pacemaker exhibited low out of range impedance. It was also noted that the rv lead was programmed to be unipolar. Ts confirmed capture. Recommendations for trouble shooting were made. The rv lead remained in use. No adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch form received: mw5150114.

Event description:
It was reported that the patient with this right ventricular (rv) lead felt a shocking sensation with potential low pacing impedance. The rv lead remained in use. No intervention nor adverse patient effects were reported.